Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Following the final pfa application with the catheter in a flower configuration, the physician attempted to retract the guidewire, but this was unsuccessful. The physician tried to advance the guidewire, but the guidewire would not move. The sheath was then advanced over the catheter. The system was removed from the patient, and tissue was visualized after removal of the device. The catheter and guidewire were replaced, and the procedure was completed successfully without patient complications. The farawave catheter is not expected to return for laboratory analysis as it was disposed.